Event description:
Rptr c/o stiffness and pain in legs and left leg numbness. His hips feel like they are out of place. He stays cold all the time. He is always afraid of falling and getting hit, driving (etc). The screws have been in over two years.